Manufacturer narrative:
Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Block h10: investigation results only the ligator head was returned for analysis. A visual examination of the returned component found six bands present which were moved out of their position. It was noticed that the ligator head teeth were bent. The suture was cut with portion of the suture was attached to the ligator head and other portion was not returned with the device. The returned device review showed that the device was not used per the directions for use (dfu)/product label. Based on the evaluation of the returned device, the physician removed the ligator shrink wrap earlier in the setup process and it is the step number 10 in the dfu. This failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu) / product label; as the ligator shrink wrap on the device was removed prior to the setup process.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varicose vein ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands could not be release. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varicose vein ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands could not be release. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.